Event description:
On (B)(6) 2010, the distributor contacted animas alleging that the bolus history was not remaining in the pump. There was no allegation of any harm or injury to a patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.